Manufacturer narrative:
One 8.5f braided swartz introducer and dilator were received for evaluation. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. In conclusion, visual inspection revealed a separation of the hub occurred proximal of the suture loop. A crack was visible in the distal portion of the hub and several smaller cracks were observed around the distal base of the hub. A review of the database revealed no similar incidents pertaining to the lot number reported in the two events. Should additional information become available in the future, st. Jude medical will submit a follow-up medwatch report.

Event description:
It was reported during an initial fibrillation ablation procedure in the left atrium (via transseptal approach), the distal border of the valve detached from the sheath while applying a 180 degree rotation of the sheath. The user then inserted a guidewire and exchanged it over the sheath. There were no consequences to the patient.